Event description:
It was reported that the customer awoke with a rash where the pump had been pressed against the chest while sleeping. The customer attempted to cool the rash with water and subsequently disconnected and removed the pump. Reportedly, the pain from the rash caused the customer to vomit and blood glucose level was noted to be 417 mg/dl. Due to the rash and hyperglycemia, the customer was admitted to the hosp, where an insulin drip and cream for the rash was administered. F/u info stated that the rash was determined by a clothing soap. The customer felt that the temperature of the pump was slightly contributing to the rash. The customer no longer sleeps with the pump pressed against the skin and has not experienced any further actions.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.